Manufacturer narrative:
The baxter technician found the sidecom board needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the sidecom board to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the versacare frame bed exit alarm does not send a priority call signal. The bed was located at the account. His occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.